Event description:
Caller's son was prescribed by endocrinologist. Her son started using it in (B)(6) 2018. In january the device was rotated to the abdomen as suggested by the prescribing dr. During insertion of the device, the caller's son creamed in pain. Caller went to ER and found that the entire wire was inserted and retained in the son's abdomen. The dr recommended leaving the wire in the pt as it may cause further issues if removal is attempted. Caller informed dexcom of the event. They agreed to pay for the hosp bills but caller refused to sign the contract stating if further issues were to occur, the caller will not pursue legal action and dexcom will not be liable to pay. The caller refused to sign the contract. The caller purchased a second device on (B)(6) 2019. The caller's husband incorrectly inserted the device into their son's arm. When the caller attempted to remove the device, the wire was retained in the son's arm.